Manufacturer narrative:
Device passed the functional test including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing. Unit passed the delivery accuracy test at 0.08720 inches. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was under delivering. Customer¿s blood glucose level was 300 mg/dl and 200 mg/dl. At the time of incidence. Customer reported that insulin [pump did not delivering right amount of insulin even after whole set change. The insulin pump will be returned for analysis.